Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that they received button error alarm. No further details given. The insulin pump was returned for analysis.